Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient appeared to have an infection in the pocket with a large swollen area near the left side of their chest, thoracic cavity. The physician alleged there is no known cause of the infection. The patient was intermittently dependent, and a temporary perm device was implanted which will be extracted for a new implant once the patient clears the infection. It was also noted the atrial lead did have noise reversion events on it. The patient was not symptomatic to these events. The device and leads were explanted. The patient was stable before, during and after the procedure. By hospital, products will not be return for evaluation. Related manufacturer reference number: 2938836-2020-01228 and 2938836-2020-01230.